Event description:
It was reported that the stimulator was explanted due to infection. The patient's outcome was reported as no injury.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.